Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2006 explant date: 2012. Concomitant medical products: natural knee primary femoral 0/r pc, cat#: 6212-00-009, lot#: 60350715; unknown natural knee ii-bearing, cat#: unk, lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00283. Product location is unknown.

Event description:
It was reported that the patient was revised six years after total knee arthroplasty due to pain and screw migration.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert, pain and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2018-00283, 0001822565-2019-00500.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision approximately six (6) years post-operatively to address pain. During the revision, the screws just fell out. All devices were removed and replaced. Initial operative notes were received that report that the patient's "bones were too small for anything larger than a size 0", however, no intraoperative complications were reported.